Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no further investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: description: plunger kit. Work description: does not charge when plugged in, and note reports an error 98 (error did not display for me) closing comments: when plugged in and powered on, device turns on without error. Charge light indicator did not illuminate when plugged in. Disassembled and inspected power supply board. Board was not in holder correctly, so I removed and fit it back in correctly. When plugged in, charge light now illuminates, and no error displays. Device could not pass displacement test during functional checkout. Attempted several times, restarted partner and pc without any change. Replaced plunger arm and recompleted calibrations. Pump passed displacement test, so we completed the remaining functional checkout tests. Device used as inservice training. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.